Event description:
This is report 1 of 2. Report received from (B)(6) stating that there was "residue found in the sterile pack" of the device, discovered during inspection. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at 1x magnification." No lfm could be found on device when inspected at 10x magnification. The package was in good condition with no defects of the peelable or terminal seal. If additional information becomes available an additional supplemental report will be sent.